Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported that during the evaluation of the returned device, it was found that the jet tube had foreign material. However, the customer returned the device without reprocessing, which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the upward/downward knob could not be locked securely due to wear of the forceps elevator lever, forceps channel port had a dent, grip was shaved, air/water cylinder had no color, suction cylinder had no color, switch box had a scratch, water tightness was lost due to a pinhole on the bending section cover, insulation resistance value at distal end did not meet the standard value due to a burn on the probe cover, water removal ability did not meet the standard value due to damage on the nozzle, bending angle in up direction did not meet the standard value due to wear of the angle wire, bending angle in right direction did not meet the standard value due to wear of the angle wire, bending tube was deformed, light guide connector was damaged, and video connector case had a crack. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the colonovideoscope was leaking at the distal end. The device was returned for evaluation. During the device evaluation, it was found that the jet tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.